Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals failed to load properly as they remained inside of the loading device upon removal of the delivery device. The surgeon did not feel comfortable using the remaining three devices from the same lot number. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return products in question.

Manufacturer narrative:
The devices have not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the devices. A supplemental report will be submitted if the devices are received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).